Manufacturer narrative:
An event of death, pericardial effusion, and cardiac tamponade were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, amplatzer amulet was implanted in a patient. Post implant on the same day, the patient developed circumferential pericardial effusion which lead to cardiac tamponade. Then, the patient became unstable during the night 0.30 am and required resuscitation which was unsuccessful and passed away. The cause of the death was unsuccessful resuscitation due to organized cardiac tamponade (clotted). Based on the information received, the cause of the reported incident could not be conclusively determined. The reported death appears to be related to cardiac tamponade. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet was implanted in a patient using a 14f amplatzer amulet delivery sheath. Post implant on the same day, the patient developed circumferential pericardial effusion which lead to cardiac tamponade. Patient became unstable during the night 0.30 am and required resuscitation which was unsuccessful and passed away on (B)(6) 2023. The cause of the death was unsuccessful resuscitation due to organized cardiac tamponade (clotted).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.